Manufacturer narrative:
The complaint device was not returned to ascent for evaluation. History of similar complaints have shown that metal shavings are produced when there is excessive lateral or "side-loading" of the device. Ascent's instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the complaint device indicates that the bur passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that the device emitted metal shavings during the procedure. Not all the shavings were removed. No patient injury was reported.